Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin would rewind but the driver would not stop during fill procedure when filling tubing. The customer's blood glucose was unknown at the time of incident. The customer stated that the piston would not stop when it hits the reservoir during rewind. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, error test, displacement test, rewind, off no power test. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support. We were unable to perform occlusion test, prime test and excessive no delivery test due to prime alarms. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.